Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found in a backup mode. Patient came to the clinic and the device was restored and a cyber security update was also installed. The patient is stable.